Event description:
(B)(4) clinical trialsame case as: 2134265-2010-05683same patient as: 2134265-2009-07367, 2134265-2009-07368it was reported that post a coronary stenting treatment procedure, the patient expired.the 99% stenosed target lesion being treated was 3.0mm in diameter and 15mm long located in the distal circumflex (cx). Treatment consisted of predilation and placement of a 3.0x20mm taxus express2 stent resulting in 15% residual stenosis. A non-target lesion of the mid lad (left anterior descending) was also treated with a 3.0x32mm taxus express2 stent during this procedure. Upon deployment of the lad stent there was an occlusion of the 1st diagonal which caused some residual pain that was treated medically. Post procedure, cardiac enzymes were noted to be elevated consistent with a non-q wave myocardial infarction. The event was reported to be resolved without residual effects and the patient was discharged one day post procedure on aspirin and clopidogrel.in (B)(6) 2010, the patient was presented to the emergency department with complaints of lower extremities and shortness of breath. The patient was also presented with cirrhosis and was admitted. The patient was discharged 6 days later and transferred to hospice facility secondary to congestive heart failure. The patient later expired 6 days later prior to discharge. No autopsy was performed.

Manufacturer narrative:
(B)(6).device is a combination product.device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).